Manufacturer narrative:
On 23-nov-2021, the device evaluation was completed. Mentor conducted a visual inspection, leak testing of the returned device, and material evaluation. Visual analysis of the returned device found brown matter measuring approximately 0.02 cm in length (0.20 mm) within the device. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Fourier-transform infrared spectroscopy was performed to identify the chemical composition of the foreign matter. The investigation shows primarily characteristic vibration bonds related to a biological-based material, principally the vibrations related to amide I and ii. However, the comparison test between biological reference and fungi material showed some discrepancies in the material concluding that the material is primarily biological, but it cannot be assigned as a fungus. The source of origin remains unknown. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Although no conclusion could be reached on what caused the reported event, it should be noted that mentor breast implant shells are manufactured in a controlled environment and all production associates use personal protection gear to avoid contamination or direct contact with the product. Saline breast implant shells are provided deflated and sterile and are filled at the time of implantation. While the mechanism by which the foreign matter was introduced into the implant cannot be ascertained, there are documented case studies in the open literature concluding that environmental factors and surgical technique could result in foreign matter being introduced inside the sterile shell at the time of implantation. All mentor implants pass through an extensive and robust process of sterilization. The sterilization equipment is validated according to documented procedures and specifications. The parameters for each sterilization cycle are 100% checked by the microbiology department as part of lot certification. Lots are fully released once the cycle reports and data (time and temperature) are reviewed. Mentor performs 100% inspection of all devices prior to release and maintains a comprehensive quality assurance system in compliance with good manufacturing practice regulations. Environmental/microbiological/bioburden controls are in place and periodically monitored in the manufacturing facilities. Furthermore, mentor developed and qualified material/component, process specification, procedural steps as well as testing controls to ensure the finished product is provided clean and sterile. Trends for this type of complaints will continue to be monitored. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The mentor microbiology department provided the sterility assurance records of the implanted device. The lot met all the sterilization parameters required to provide sterility assurance prior to release for distribution. It should be noted that environmental factors and surgical technique could result in biologic foreign matter being introduced after the sterile package is open at the time of implantation. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a unspecified breast surgery with a mentor smooth round moderate profile 350cc and suffered from left-sided breast pain postoperatively. On (B)(6) 2021, the patient noticed significant breast pain, but after visiting her ob/gyn, no issues were found. The patient then consulted with her plastic surgeon, and ultimately underwent bilateral removal and replacement on (B)(6) 2021. Upon explant, the surgeon took note of foreign matter resembling fungus that appeared to be growing inside the implant. At the time of this report, mentor has not received the device for evaluation, and the presence of microbial contamination cannot be independently confirmed. The devices were replaced with 425cc mentor smooth round moderate plus profile saline implants bilaterally (catalog 3502425, left s/n (B)(4), right s/n (B)(4)).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).